Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and neuromuscular problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent cytoscopy due to stress urinary incontinence. On (B)(6) 2001 the patient was status post open bladder surgery [7 weeks] for an unstable urethra and removal of single ovary on (B)(6) 2000 and due to non compliance with post operative care she experienced supra pubic abdominal wound dehiscence, urinary tract infection and was treated with levaquin. No additional information is provided at this time. (B)(4).